Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a battery out limit alarm after replacing their battery. The customer's blood glucose was 428 mg/dl. Customer stated they did not treat for their blood glucose at the time of the call. It was also found the customer had a blank display on their insulin pump. Customer was unsure when the blank display occurred. Troubleshooting was able to retrieve the customer's display. The customer also reported fluid exposure to their insulin pump. The customer stated the insulin pump was submerged into the ocean. Troubleshooting found the customer's insulin pump passed the selftest. Customer was advised to monitor their insulin pump. No additional information provided.